Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Information received from vistakon's foreign affiliate indicates a patient developed an acathamoeba infection in both eyes while wearing acuvue lenses. This record documents the event in the pt's left eye. The pt reportedly went to bed wearing acuvue lenses in both eyes in 2005. The following day the pt reportedly had pain in the right eye, and sought treatment at a local clinical, and the pt was reportedly treated for herpes corneae. The pt subsequently developed pain in the left eye, and sought treatment at university the following month. An acanthamoeba infection was suspected, because annular corneal infiltrates, pseudodendritic lesion, and radial neuritis of the cornea were observed. Acanthamoeba was confirmed by culture. The pt's treatment consisted of curettage of the lesions, corneal epithelial ablation and antifungal drugs. The acanthamoeba infection in the pt's left eye reportedly resolved in 2 weeks. The acanthamoeba infection in the pt's right eye reportedly took longer to resolve. It was healed with a residual scar at the end of 2006. Reportedly the pt had not "scrubbed" the contact lenses, and had over worn the contact lenses. Reportedly the pt had used tap water to wash the lens case. The pt used the following lens care product: soft one- cool by pharmaceutical. The acanthamoeba infection in the patient's right eye is documented in our MDR report 1033553-2006-00035.